Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received voluntary medwatch (mw5105069) alleging an issue related to a ventilator. The patient has alleged chronic headache, couple of bouts of pneumonia and present of particles in lungs and watery eyes. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.